Event description:
The head of facility services reported a pt presented with toxic anterior segment syndrome (tass) following a cataract with intraocular lens (iol) implant procedure on the left eye. A returned questionaire indicated "dust" was observed by the surgeon during the injection of the intraocular lens (iol) into the eye, due to the friction with cartridge. The surgeon feels that this may have caused or contributed to the event. The pt was treated with subconjunctival injections. Single use product were reused, specifically tubing and balanced salt solution (bss). No cultures were performed on the pt. Add'l info from the facility informed that pt is recovering favorably without consequences, after anti-inflammatory treatment. Burkholderia cepacia complex was isolated in the distilled water of the sterilizer and in the siphon of collection of distilled water.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).